Manufacturer narrative:
A user facility medwatch report (#(B)(4)) was received on 3/31/2023 reporting hair found in towels of sterile pack. A supplier corrective action request (scar) was issued to the towel supplier meixin medical. The actual sample was not available to be returned to deroyal for evaluation. This investigation is ongoing at this time. No further information is available at this time. We will provide follow up report if additional information becomes available.

Event description:
Hair found in towels of sterile pack.

Manufacturer narrative:
A user facility medwatch report (#(B)(4)) was received on 3/31/2023 reporting hair found in towels of sterile pack. The actual sample was not available to be returned to deroyal for evaluation. A supplier corrective action request (scar) was issued to the towel supplier meixin medical. The following root cause was determined by the supplier meixin medical: the packaging workers may have tidied up their working clothes within the work area or they may not be wearing their working clothes properly, so the hair and debris could fall onto the product from their bodies. The subsequent inspecting workers didn't detect the hair and the hair-contaminated products escape to the normal line. The following corrective and preventive actions have been taken by meixin medical: stressed to the workers to wear their working clothes properly per standard requirement, and whenever they need to tidy up or correct the wearing of their working clothes, they should do it in the changing room instead of the working area. Stressed to the subsequent inspecting workers that they should check the product according to procedure requirements, and to pick out the nonconforming product immediately once found. Production records were reviewed, and no issues were found. An inventory check of the towels was made by deroyal, a total of 32 of the 5-5042 were inspected, and no discrepancies were identified during the inspection. This investigation is complete at this time. No further information is available at this time. We will provide follow-up report if additional information becomes available.